Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that on the 6th firing, the jaw would not open. A new device was used to complete the case. There was no consequence to the pt.